Event description:
The customer reported that "it took several minutes for the machine to try to read after attaching the sensor to the patient, and once it did, it began reading on and off for several minutes. This last occurrence, it took me 10 minutes to get a read, with multiple times rebooting the device. Sensor is reading 60% spo2 and 60 pr". There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was found to have a stable signal with no dropouts throughout the duration of testing. The sensor was confirmed to be functioning as designed. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that "it took several minutes for the machine to try to read after attaching the sensor to the patient, and once it did, it began reading on and off for several minutes. This last occurrence, it took me 10 minutes to get a read, with multiple times rebooting the device. Sensor is reading 60% spo2 and 60 pr". There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the sensor has not been returned to the investigation facility to allow for an analysis to be performed. If the sensor is received for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.